Event description:
It was reported during the ipg replacement surgery (reference MFR report#1627487-2015-05084) the physician inadvertently cut the existing lead. Reportedly, an additional surgery will be undertaken at a later date to address the issue. Follow-up identified surgical intervention was undertaken on (B)(6) 2015 at which time the lead was explanted and replaced with the same model. Effective therapy was achieved postoperatively.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.